Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test it was confirmed that there was no damage to the foley catheter balloon. When inflated during patient insertion, resistance was no longer felt at about 1 ml remaining. Suspecting balloon rupture, deflation was performed, and urine was drawn into the syringe. The patient did not report any pain. It was believed that the balloon ruptured inside the bladder, and deflation drew urine from the bladder through the site of the rupture.